Event description:
Caller reported a cartridge alarm during the load process and did not wait for the prompt before removing the used cartridge. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on proper loading techniques and assisted with loading a new cartridge. However, the alarm recurred, and the customer could not resume insulin therapy. Consequently, technical support arranged for a replacement pump with updated software to be sent, instructed on returning the faulty pump, and confirmed the shipping details. Caller was informed about putting the pump into storage mode and acknowledged the instructions.